Event description:
Patient called in to report that his dexcom g7 has been giving inconsistent readings and that he has had two monitors over the last month malfunction and fail. He also reported that one of the needles of the sensor was thought to be stuck inside his skin which brought him eventually to the emergency room but an x-ray (exact date unknown) revealed no needle to be found. Pt code: 2462. Device codes: 1535, 3023. Ref report: mw5179800.